Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: air/ water cylinder had no color, suction cylinder had no color, plug unit had a scratch, bending angle in down direction did not meet the standard value due to wear of the angle wire, light guide lens had a crack, bending tube was deformed, connecting tube had a scratch, water could not be supplied due to clogging of the jet tube in the control unit, universal cord had a wrinkle, and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope power cable that went into the tower was defective and the cogs were not on the tower plug but on the head. The device was returned for evaluation. During the device evaluation, the jet tube foreign objects were found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.